Event description:
Procedure type: end to end anastomosis. According to the reporter: during the procedure, the needle broke easily. The procedure was extended more than 30 minutes to find and retrieve the needle tip from the cavity.